Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, low battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, low battery alert and replace battery now alarm due to moisture damage to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequent replace battery now alarms replace battery alert and replace battery now alarm. The customer's blood glucose level was unknown. Customer stated the type of battery in use was alkaline. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The insulin pump will be returned for analysis.